Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: control solution giving low result due to environmental testing conditions.

Event description:
Consumer reported complaint for low glucose control test results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The compliant is in regards to the replacement meter from previous complaint for low results on (B)(6) 2016. Control test performed during call on (B)(6) 2016 produced result of 32 mg/dl. Control test below acceptable range of 93 to 123 mg/dl. Control level two lot#5ac2a50 manufacturer's expiration date is 07/31/2017 and open date is (B)(6) 2016. The test strip lot manufacturer's expiration date is 07/23/2018 and open vial date is (B)(6) 2016. Adverse event not reported.